Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The patient manages her diabetes with self-adjusted insulin. The patient indicated that the alleged meter issue started on january 8 at 11:00 pm. It is not clear if the alleged meter issue started in 2008 or 2009. The patient reported a meter result of "454 mg/dl." After testing the patient took 13 units of humalog insulin. About an hour after testing, the patient claimed that she developed symptoms of shakiness and "couldn't function." It is not known what actions the patient took after developing the symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correct. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high meter reding and taking insulin based on the reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.